Manufacturer narrative:
A company service representative tested the iabp and could not duplicate the alleged malfunction. The service rep replaced the backplane cable and coiled cord cable as a precaution. He also replaced the broken tether assembly on the doppler which he discovered while performing preventive maintenance. The service rep performed full functional verification and the iabp passed all testing. The iabp was returned to clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) made a loud ringing noise then shut down while on a patient. The intra-aortic balloon pump (iabp) was swapped with another iabp to continue therapy. No patient injury, harm or adverse event reported.